Event description:
It was reported that the patient received a defibrillation shock that was so strong that it knocked him down and he broke his thumb. The caller was advised to have the patient see their physician to have the device interrogated. Device remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.